Event description:
It was reported that post implant, the intracardiac electrogram showed that the right atrial lead had dislodged. The lead was explanted and replaced on 5/5/14. The condition of the patient post procedure was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.